Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that the neonatal department received a (B)(6) from (B)(6) and discovered a leak just below the molded strain relief on the extensions. The customer reports the uvc was secured with suture. The uvc was inserted (B)(6) 2013 and was used for continuous feed. The uvc was removed in (B)(6) 2013 and was replaced with a new catheter. The status of the pt is okay.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.